Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis, but it was not reported if the patient was hospitalized at the time of death. On unreported date(s), the patient was treated with vancosfe 2 grams (route, frequency, and duration not reported) and garmycine 80 milligrams (route, frequency, and duration not reported) for the peritonitis event. Extraneal therapy was ongoing up until the time of death, but it was not reported if extraneal therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. It was reported that the patient was recovering from the peritonitis and was continuing antibiotic therapy prior to passing away, but it was not reported if the patient was fully recovered from the peritonitis at the time of death. The cause of death was reported to be cardiac arrest but it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.